Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Multiple good faith efforts have been made to request additional information (including product identifiers) from the contact. To date there has been no response. At this time, no conclusion can be made. Without a lot number a review of the manufacturing records is not possible. Based on the allegation that the device implanted was on a recall list, and date of implant in 2007 the product is listed as composix kugel. Note, the date of implant documented in this report is an estimate as the exact date was not provided. Should additional information be obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard; not returned.

Event description:
The following was reported via an email from the patient's wife. In 2007 the patient was implanted with a hernia mesh. The contact states that the mesh was on a recall list. As reported the patient has been having problems for awhile and is in the process of having it removed.

Manufacturer narrative:
Addendum: an internal records review identified this event to have previously been reported by the contact. At that time an emdr was submitted, reference 1213643-2017-00701. If additional information should be provided regarding this event any supplemental information will be submitted through the original emdr, 1213643-2017-00701.

Event description:
The following was reported via an email from the patient's wife. In 2007 the patient was implanted with a hernia mesh. The contact states that the mesh was on a recall list. As reported the patient has been having problems for awhile and is in the process of having it removed.